Event description:
A user facility report (number not assigned) was rec'd reporting "50cc bag ns with lasix hung at 11:30. At approximately 13:00, pump alarms in failure mode and bag of fluid almost completely empty (approximately 10cc left in bag). Prior to pump alarming, family member of pt receives call on cell phone and exits room to answer call. IV bag should have run for several more hours medication lasix 2 mg/cc at a rate of 1cc/hr." Further discussion with risk manager confirmed that the pump was set at a rate of 1cc/hr and 1/12 hours after the beginning of the infusion, the 50ml bag was found to be almost empty. The pt required increased monitoring and add'l lab testing. No adverse outcome resulted from the overinfusion. The type of pump failure was not known by risk management or biomedical engineering. No add'l contacts available.